Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 39 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include seizures. The patient was treated with glucose tabs and juice. The patient also went through a egk (electrocardiogram) and checked vitals. The patient was released same day. The pod was removed before going to the ER (emergency room).